Event description:
During follow-up for an unrelated issue, the patient's nurse indicated the patient was being treated for peritonitis. The nurse stated the patient needed to have another dose of antibiotics and was continuing with therapy. The nurse stated the patient has not reported any symptoms. The nurse stated the patient was doing well with the following treatments. The nurse then stated she did not want to be contacted about the patient and no other information would be provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This is report 5 of 6 for this peritonitis episode.

Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device had overinfused during patient use. The actual flow rate was 230ml/24hr (9.6ml/hr); the expected flow rate for this device is 5ml/hr. The device was filled with 50ml of 5-fluorouracil and 180ml of normal saline. There is non report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10d07039 and h10d15057) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.